Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (ECG's non-functional) has been confirmed. Upon investigation the electrode belt intermittently failed a ECG fall off test. The cause for the failure was isolated to anan intermittent lead1- wire in the cable connecting ECG "c" and ECG "d". The root cause for the open wire was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that an electrode belt's ECG electrodes were non-functional.